Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with an implantable system had a lead that came loose. It was also reported that the patient received shock therapy due to this lead issue. Some programming changes were then made. There was no further information given on this event. To date, this rv lead remains in service. No adverse patient effects were reported.